Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was received. (B)(4).

Event description:
Following an intraocular lens (iol) implant surgery a nurse reported that the lens had a scratch on it and was causing the patient to have poor vision and glare. The lens was exchanged for another lens model. The incision was enlarged and the lens was cut in half to remove. The device was not returned for analysis.